Event description:
Pt was wearing contact lenses on a 30-day continuous wear basis. The doctor reports the pt came in for an unscheduled visit with light sensitivity, an "achy pain", and ocular redness o.d. Evaluation found bulbar injection, anterior chamber cells and anterior chamber flare. A diagnosis of idiopathic anterior uveitis o.d. Was made. The pt was treated with at a follow-up visit 11/2004 the uveitis was improving. Visit 8 days later found the cornea clear, anterior chamber deep and quiet, and the anterior veitis resolved. The pt was instructed to resume lens wear on an extended wear basis. The dr indicates the event was not lens related and the pt has a history of rheumatoid arthritis and recurrent anterior uveitis.